Event description:
Pt reported that device has only a partial display. Several days ago the pt was attempting to prime the device (two priming attempts were made) and insulin would not drip - the pt then smelled insulin, indicating insulin leakage. Pt then changed the infusion set tubing and the device adapter, and the device worked ok until problem with display occurred. Pt's blood glucose was not affected, and no treatment was received.